Manufacturer narrative:
(B)(4). D10: 42502806602 - femur trabecular metal cruciate retaining (cr) standard porous - 65382017. 42522200510 - articular surface fixed bearing ultracongruent (uc) right 10 mm height - 65181856 00587806532 - nexgenâ® complete knee solution, trabecular metalâ ¢ standard primary. Patella - 65828491. G2 : foreign country: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient had a right total knee arthroplasty. Approximately 1.5 years post-op, the patient underwent a revision due to instability, tibial loosening, and pain. The tibial component and articular surface were revised. Attempts have been made and all available information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h4; h6. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Initial operative notes and radiographs were provided and reviewed by a healthcare professional. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.